Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and non-obstructive urinary retention. It was reported that they have not pooped in 4-5 days. Patient stated that they ended up catheterizing themselves because they couldn't be on their own. Patient said that the stimulation was not comfortable and hurts down in their privates constantly. The patient was redirected to their healthcare provider (hcp) to further address the issue.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.